Manufacturer narrative:
(B)(4). The customer reported that they got a "no shock delivered" message when they believe that the shock was delivered. They believe that the shock was delivered due to a muscular response from the patient. The involved patient died, but the customer has stated that this device behavior did not impact the patient outcome. The device was evaluated locally by a philips field service engineer. The reported symptom could not be reproduced and the device passed all testing. The event file showed frequent pads off and on messages consistent with insufficient pads to patient contact. The reported message occurs when the patient impedance is out of range for the delivery of a shock. There was no malfunction of the device. The presence or absence of muscular response is not a reliable indicator of the delivery of therapy.

Event description:
The customer reported that they got a "no shock delivered" message when they believe that the shock was delivered. They believe that the shock was delivered due to a muscular response from the patient. The involved patient died, but the customer has stated that this device behavior did not impact the patient outcome.